Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging that their onetouch ultra2 meter was reading inaccurately erratic. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient was unsure when the product issue began. The patient reported obtaining blood glucose readings of 126, 107, 132, 103 and 107mg/dl on the subject meter, obtained within 20 minutes of each other. Based on statistical methodology, these results fall within lifescan's criteria for precision. The patient reported consuming less food/drink in response to the alleged issue. The patient was unable/unwilling to answer if they developed any symptoms. The patient reported receiving hcp treatment of metformin. The patient denied testing on any other device at this time. Replacement products were sent to the patient. This complaint is being reported because the patient required treatment from an hcp after the alleged issue began.

Manufacturer narrative:
Follow-up # 1: device evaluation: the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.